Manufacturer narrative:
Additional information in h3, h6. H10: the device evaluation was completed. A visual inspection was performed with the naked eye with no issues noted. Functional tests including leak, clear passage, clamp function, and integrity (connection) tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a disconnection between the patient connector of the peritoneal dialysis (pd) transfer set and the titanium adapter. The transfer set fell off the titanium adapter during an unspecified process step of peritoneal dialysis therapy. The patient was prescribed prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.